Event description:
It was reported that the patient experienced hyperglycemia after a dexcom g7 sensor failed to pair with the ilet, which caused the system to enter bg run mode and cease automated dosing when no blood glucose values were entered. Symptoms included elevated blood glucose. Outcomes included temporary discontinuation of automated insulin delivery and reversion to backup therapy, with plans to reconnect after changing supplies. Investigation included complaint intake review and user education on sensor pairing, bg entry in bg run mode, and steps to restore closed-loop operation. Investigation of this case revealed a pairing failure limited to the ilet interface with the dexcom g7 and subsequent user non-entry of bg values while in bg run mode, consistent with expected device behavior and use-related factors. It was concluded, based on previously established findings for similar reports, that the cause was use-related error in the context of a sensor pairing failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.